Event description:
It was reported that insulation failure was noted at time of repositioning attempt. The lead was explanted and replaced. No patient complications were reported as a result of this event.